Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not been recovered from the field. Device evaluation of monitor sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 11/26/2014; electrode belt: 07/24/2015.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away. The patient was reportedly walking a flight of stairs in a rehabilitation facility when he lost consciousness and fell backwards. Review of the event indicates that the patient experienced an appropriate treatment during ventricular fibrillation. The post-shock rhythm was asystole. One other shock was delivered during asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.